Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the screw broke at the end of the fixation. The instructions for use were followed. A part of the screw remained in the patient and can not be removed. No patient injury or significant time delay reported.

Manufacturer narrative:
One 8x30mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 20 mm of the distal end of the screw has been broken off and was not returned for examination. Dimensional assessment was performed on the returned portion of the screw and was found to meet print specifications. With the limited clinical provided a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.